Event description:
(B)(4) study. It was reported that patient death occurred. In (B)(4) 2010, a 2.75x 12mm taxus liberte drug eluting stent was implanted. In (B)(4) 2013, the patient's family informed the site that the patient died and no further details was provided. The cause of death was unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).